Manufacturer narrative:
Based on the information provided by the patient, there is no conclusive evidence that supports or opposes the fact that the aligners caused, contributed or would likely cause or contribute to the reported event. This event is being filed as an MDR since the patient reported a fractured tooth.

Event description:
The provider reported that the patient fractured a tooth.